Manufacturer narrative:
(B)(4). Insulin pump received with blank display and isolated to electrical board. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button.

Event description:
Information received by medtronic indicated that insulin pump had cosmetic damage at front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.